Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, the receiver displayed an error icon. No additional patient or event information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. A "call tech support" alarm was observed and pictures were taken. The reported event of an error icon display was confirmed due the "call tech support" alarm. A root cause could not be determined.